Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of drawing air in the introducer needle was confirmed but the exact cause remains unknown. The product returned for evaluation was an 18ga x 2.75" pink hub introducer needle. The returned product sample was evaluated and the luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: a crack was observed which was longitudinally aligned. The luer threads were damaged and flared outward. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. A lot history review (lhr) of recr1630 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the air could not be discharged from the device. No other information was provided.